Event description:
It was reported that the nurse stated that the patient was not getting to targeted temperature (tt) was of 36c in an arctic sun device. They have been watching this patient since 8pm and there has been no change in patient temperature (pt). Patient temperature (pt) was 34.6c, water temperature (wt) was 29.3c, flow rate (fr) was 3.3lpm, no alerts or alarms. Confirmed no alerts or alarms on this device and would have expected a 113 alert. Drained 500ml from right side drainage port. They noticed a puddle of water underneath the device and confirmed they filled the device before attaching the new pads. Suggested send to biomed after therapy to check the level sensor. Once the water was drained, they put device in manual control and water temperature (wt) was warmed to 40c without issue. Disabled manual control and placed device back in automatic. No further calls from this account overnight. System hours were 337, pump hours were 282.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the patient was not getting to targeted temperature (tt) was of 36c in an arctic sun device. They have been watching this patient since 8pm and there has been no change in patient temperature (pt). Patient temperature (pt) was 34.6c, water temperature (wt) was 29.3c, flow rate (fr) was 3.3lpm, no alerts or alarms. Confirmed no alerts or alarms on this device. (The helpline personnel thought the device would have presented an alert 113.) Drained 500ml from right side drainage port. They noticed a puddle of water underneath the device and confirmed they filled the device before attaching the new pads. Suggested send to biomed after therapy to check the level sensor. Once the water was drained, they put device in manual control and water temperature (wt) was warmed to 40c without issue. Disabled manual control and placed device back in automatic. No further calls from this account overnight. System hours were 337, pump hours were 282.

Manufacturer narrative:
Sample not received. The reported issue was confirmed. The root cause was isolated to the unit being overfilled. It was noted that the nurse stated that the patient was not getting to targeted temperature (tt) was of 36c in an arctic sun device. They have been watching this patient since 8pm and there has been no change in patient temperature (pt). Patient temperature (pt) was 34.6c, water temperature (wt) was 29.3c, flow rate (fr) was 3.3lpm, no alerts or alarms. Confirmed no alerts or alarms on this device and would have expected a 113 alert. Drained 500ml from right side drainage port. Once the water was drained, they put device in manual control and water temperature (wt) was warmed to 40c without issue. Disabled manual control and placed device back in automatic. No further calls from this account overnight. System hours were 337, pump hours were 282. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: fill reservoir: approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ stat temperature management system cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. Replenish internal solution: contact customer service to order internal arctic sun¿ cleaning solution. To replenish the internal arctic sun¿ cleaning solution: 1. Drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2. Refill the reservoir. ¿ connect the fill tube to the fill tube inlet. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ cleaning solution to the second liter of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.